Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. The analyst noted that on (B)(6) 2014 the battery voltage was 3.09.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was activated on (B)(6) 2013, but not implanted until (B)(6), 2014. The physician expressed concern over the data that had been collected prior to implant, and questioned if the device longevity could be impacted. The device remains in use and no patient complications have been reported as a result of this event.